Event description:
The extension tubing separated from the winged catheter.

Manufacturer narrative:
Results - the sample is not available for eval. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: without a sample, we were unable to determine a root cause for the reported incident. (B)(4).